Manufacturer narrative:
Catalog #: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous transhepatic cholangiography drainage procedure. Four days after placement, it was noticed the hub of the device was detached from the catheter. The hub and the catheter was then connected with tape. Two days after leakage was noted, the catheter was replaced with another similar device. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 23apr2020. Investigation ¿ evaluation north medical center kyoto prefectural university of medicine (japan) informed cook that the hub on an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated. On (B)(6) 2020, the device was placed for percutaneous transhepatic cholangio-drainage (ptcd). On (B)(6) 2020, the hospital staff noticed the hub had separated from the catheter, and connected the two pieces with tape. On 30mar2020, the device was removed and replaced without adverse effects to the patient. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, as well as visual inspection and dimensional verification of the returned device, were conducted during the investigation. The customer returned one used catheter. There is biological matter present. The mac-loc is separated from the catheter tubing, but is still attached by the suture. The suture was cut to obtain the connector cap inner diameter. The distance between the cap and the hub was measured and determined to be within specification. The connector cap inner diameter also measures within specification. There are less than 2 adapter threads shower on the proximal fitting. There is no evidence the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The device history record (DHR) was reviewed. The lot revealed no nonconformances. A complaint database search was conducted for the lot and revealed no additional complaints. There is no evidence of nonconforming material from this lot in house or in the field. A CAPA was previously opened to address this failure and identified manufacturing-related causes. In response to that investigation, the CAPA implemented corrective actions in the form of retraining and introduction of a gap gauge. This complaint lot was manufactured prior to execution of these actions. Based on the information provided, visual inspection of the returned product, results of the investigation, as well the results of a previous opened CAPA, it was concluded that it is possible that quality control and manufacturing deficiencies contributed to this failure. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.